Event description:
It was reported that during a hysterectomy and ileoanal procedure, the device did not seal tissue as expected and it did not coagulate vessels as expected. The rep stated that the device was initially used for the hysterectomy without incident. However, during the ileoanal procedure the surgeons were not able to seal tissue with the device and they did have significant bleeding, which required several units of blood to be transfused into the patient. The vessels had to be tied with suture. It is not clear if another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from sales rep: the procedure was in two parts - gyn did the hysterectomy and then the colorectal surgeons performed the ileoanal. The same device was used throughout the entire procedure. Gyn surgeon said device was sealing fine. Gyn surgeon was done and then the colorectal surgeons came into the or. When colo-rectal surgeons came in, they had to seal an artery from the hysterectomy portion of the procedure that was bleeding. They commented that the device did not seal well for them.